Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified; however, it is likely that a lamp a failure led to the malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the lamp error was due to damage to the lamp a. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video system had a lamp a error. There were no reports of patient involvement.